Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his one touch ultra 2 meter read inaccurately. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began on (B)(6) 2013 at 8:00 a. M. At an unspecified date/time, the patient stated he obtained blood glucose results of ¿166, 40 mg/dl¿ with the subject meter performed greater than 20 minutes of each other. The patient manages his diabetes with insulin (unknown type, self adjuster) and continued with his usual dose of insulin (unknown dosage) in response to the alleged inaccurate result(s). The patient reported, one hour after the alleged issue occurred, he developed symptoms of ¿sweat, shaky.¿ immediately after the patient self treated with food and/or drink. The patient did not test on another device. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.